Manufacturer narrative:
Additional products: d4: serial #: (B)(6). D10: yes, return date: 25-oct-2019 dev rtn to MFR? Yes d4: serial #: (B)(6). D10: yes, return date: 29-oct-2019 dev rtn to MFR? Yes d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2018 / serial #: (B)(6). UDI #: (B)(4). D10: yes, return date: 29-oct-2019 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 14-dec-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63007, c62859 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that electrical fault alarms still occurred after the primary dllc. The alarms indicated that the rear phase c opened, and front phase a opened intermittently. Another dllc procedure was performed and a vad stopped change controller alarm occurred. There was no evidence of contamination but the vad did not start successfully after the cleaning procedure and connection of the controller, therefore another controller was connected and the vad started on both stators without any issues.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that electrical fault alarms were still occurring. A third dllc procedure was performed and there was still electrical faults. The patient was sent to the operating room (or) and was prepared for a dl splice repair that was performed to remove the dl connector. The vad was temporary off and the vad performed as expected during the splice repair procedure. There has been no additional alarms that have occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 07-jan-2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 07-jan-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the ventricular assist device (vad), the controller exhibited several electrical fault alarms. The driveline (dl) was inspected and a dl connector cleaning (dlcc) was scheduled. During the dlcc procedure a little blood was noted on the back nut of the connector, the controller was exchanged to another controller which also had electrical fault alarms. A second round of cleaning was performed, and the patient tolerated the vad being off. For the second round of dlcc no contaminants were found on the dl connector nor the controller. The first controller was exchanged, the second controller and the vad remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the controller was returned to the manufacture and subsequently tested out of specification during manufacture's analysis.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion, additional information and correction. The additional information is the reporting of the associated device of (B)(6). Correction, the event description stated that the driveline (dl) was inspected and a dl connector cleaning (dlcc) was schedule. That dlcc abbreviation was further stated inadvertently in the rest of the event description for follow-up regulatory report one and two as dllc, therefore dllc should be changed to dlcc. Product event summary: a segment of the driveline from the ventricular assist device (vad) along with the connector and four controllers were returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed functional testing. Additionally, failure analysis of the controller (B)(6) revealed that the controller passed visual inspection. Visual inspection from the controllers (B)(6) revealed contamination in the driveline connectors. Failure analysis of the returned driveline segment revealed that the device passed functional testing, however visual inspection of the driveline revealed foreign material inside the driveline cable connector. Supplemental testing revealed abnormal resistance values on one of the phases which may be attributed to the traces of foreign material in the driveline connector. Log file analysis revealed 20 electrical fault alarms due to an open phase on the front stator logged on (B)(6) starting from 09-oct-2019 through 20-oct-2019. The controller was exchanged to (B)(6) after two rounds of driveline connector cleaning's performed on 21-oct-2019. Log file analysis from controller (B)(6) revealed five electrical fault alarms due to open phases on both stators were logged from 25-oct-2019 through 27-oct-2019. A vad disconnect alarm was logged on 28-oct-2019 likely due to a physical disconnection of the driveline from the controller which correlates with the reported driveline cleaning procedure. A controller exchange was then performed to (B)(6) and an electrical fault alarm was logged at 11:35:21 on 28-oct-2019 due to the front stator not being connected. This was shortly followed by a vad stopped alarm due to a failure of the pump to restart after several attempts. A controller exchange to (B)(6) was then performed to troubleshoot the alarm and a successful motor start event was logged at 11:36:43. Further analysis of the alarm file revealed 49 electrical fault alarms logged from 30-oct-2019 through 05-nov-2019 due to an open phase in the rear stator, causing the pump to run on the front stator only. Another round of driveline connector cleaning was performed on 05-nov-2019 and the controller was exchanged to mitigate the reported alarms. Therefore, even though contamination was not observed when the controller (B)(6) was returned for analysis , it is likely that there was contamination present at the time the electrical faults were triggered on this controller. A driveline splice procedure was performed to mitigate the reported conditions. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported electrical fault alarms event can be attributed to contamination observed in the pump connectors of the controllers and driveline. An internal investigation was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the internal investigation, the most probable root cause has been attributed to design/training issues. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. CAPA: 00333 an internal investigation evaluated failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive internal investigation the likely contributing cause for failure to restart was the inability of the pump-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. Additional products: d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 331 h6: FDA conclusion code(s): 12; d4: serial#: (B)(6); h3: yes; h5: no, yes, if pump; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 331 h6: FDA conclusion code(s): 12; d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213, 331 h6: FDA conclusion code(s): 12, 4310; d1: heartware ventricular assist system ¿ controller 2.0; d4: model#: 1420 / catalog#: 1420 / expiration date: 30-apr-2020 / serial#: (B)(6); UDI#: (B)(4); d10: yes, return date: 11-nov-2019; h3: yes dev rtn to MFR? Yes; h4: mfg date: 08-apr-2019; h5: no; h6: patient code(s): c76143 h6: device code(s): c63007 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 331 h6: FDA conclusion code(s):12. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for corrections. The event description in the prior supplemental regulatory reports were missing some details of the preparation that was done in the operating room for the driveline splice repair. The event description has been updated to include that. Section b1 ( adverse event or product problem) of the report has been updated from product problem to adverse event > product problem. Intervention required has been selected for outcome attributed to adverse event. The ime (annex e) and imf (annex f) codes have been updated. Additional products: d4: serial #:(B)(6), h6: patient ime code(s): e2403 h6: imf code(s): f12, f23 d4: serial (B)(6) h6: patient ime code(s): e2403 h6: imf code(s): f12, f23 d4: serial #:(B)(6) h6: patient ime code(s): e2403 h6: imf code(s): f12, f23 d4: serial #:(B)(6) h6: patient ime code(s): e2403 h6: imf code(s): f12, f23 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was stated that when in the operating room the patient was prepped for the dl splice repair by placing a central line, intubation ,femoral cannulation and the placement of arterial line and swan catheter. No further patient complications have been reported as a result of this event.